Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to poor initial placement due to prior unrelated surgeries. As a result, surgical intervention was undertaken on (B)(6) 2026 where a surgical lead was placed at a higher location to address the issue.